Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer stated that last night when he rolled over, he pulled his sensor out. Customer stated that he had the sensor on for about 3 days. Customer stated that his blood glucose was 400 mg/dl this morning. Customer is going to his doctor to have him check the settings rates. Customer stated that he was having lows in the morning and now he is getting crazy numbers again. Customer stated that he is very brittle and declined troubleshooting for high blood glucose. Customer stated that it was not a pump or set issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.